Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference 2938836-2016-14933. Shocks were delivered due to noise in the sense/pace channel of the lead. There was no signal from the right ventricular lead and the impedance was high. There was no physical damage to the device or the lead. The device and the right ventricular lead were explanted and replaced. The patient was in good condition. More information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference 2938836-2016-14933. The patient received inappropriate therapies due to noise and high impedance on the right ventricular lead. There was no physical damage to the device or the lead noted via fluoroscopy. The device was explanted and replaced and there was no damage noted. The lead was left in place and connected to the replacement device. The patient was in stable condition.